Event description:
The customer reported the air or water flow of the evis exera iii colonovideoscope was weak and ineffective during the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle and air/water channel were clogged and foreign material could not be removed from the scope. The report is being submitted due to the clogged nozzle and channel found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the air/water channel was clogging, the adhesive of the bending section cover was discolored, the resin area became detached, the objective lens was chipped, a shock was applied to the distal end, the control body was damaged/deformed evaluation and the investigation are still ongoing. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the event occurred during a diagnostic procedure. The procedure was completed with the scope. There was no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and appeared to be body residue of a patient - however, it could not be further identified. No abnormality was confirmed on the reprocessing process. Therefore, a further cause of the suggested phenomenon could not be presumed. It is recommended that the user perform nozzle cleaning in accordance with the instructions for use in order to prevent recurrence of the event. Olympus will continue to monitor field performance for this device.